Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a signal artifact monitor (sam) episode due to electromagnetic interference (emi). The device received an alert as the respiratory rate trend (rrt) was disabled. Technical services (ts) reviewed and stated that the diagnostics looked normal, and impedance for rv and shock did go down at first, but it could be likely physiologic and not a lead issue. The presenting showed low level noise on the right ventricular (rv) channel however it was from the lvad pump motor and was not oversensed. Ts recommended to keep monitoring the noise. This ICD remains in service. No additional patient adverse effects reported.